Manufacturer narrative:
A report was received stating that patient was see in infections disease (ID) clinic on (B)(6) 2014 with a two-day history of erythema at driveline exit site and some drainage." Patient was started on oral doxycycline; cultures were sent, results showed growth of pseudomonas aeruginosa. Based on sensitivities, on (B)(6) 2014 antibiotic was changed to oral ciprofloxacin. On (B)(6) 2014 at ID clinic he reported significant reduction in erythema and drainage. In ID clinic on (B)(6) 2014 he reported abdominal tenderness. On (B)(6) 2014, abdominal/chest computed tomography (CT) at outside facility showed no abnormalities. When next seen in ID clinic on (B)(6) 2014 he reported increased drainage after minor trauma to driveline two days prior. Ciprofloxacin was continued; cultures from (B)(6) 2014 grew scant pseudomonas aeruginosa intermediately susceptible to ciprofloxacin. On (B)(6) 2015 patient reported by phone bloody mucoid drainage; ciprofloxacin dose was increased to 750mg twice a day (bid). On (B)(6) 2015 in ID clinic he reported ongoing though improved drainage and was instructed to continue ciprofloxacin. He was next seen (B)(6) 2015 and reported recent trauma to driveline with some bloody drainage. Site was re-cultured and grew moderate pseudomonas aeruginosa. He was instructed to continue ciprofloxacin and return for follow-up. Next clinic visit on (B)(6) 2016 dose has been reduced. Event remains ongoing. No additional information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. Here are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that patient was see in infections disease (ID) clinic on (B)(6) 2014 with a two day history of erythema at driveline exit site and some drainage." Patient was started on oral doxycycline; cultures were sent, results showed growth of pseudomonas aeruginosa. Based on sensitivities, on (B)(6) 2014 antibiotic was changed to oral ciprofloxacin. On (B)(6) 2014 at ID clinic he reported significant reduction in erythema and drainage. In ID clinic on (B)(6) 2014 he reported abdominal tenderness. On (B)(6) 2014 abdominal/chest computed tomography (CT) at outside facility showed no abnormalities. When next seen in ID clinic on (B)(6) 2014 he reported increased drainage after minor trauma to driveline two days prior. Ciprofloxacin was continued; cultures from (B)(6) 2014 grew scant pseudomonas aeruginosa intermediately susceptible to ciprofloxacin. On (B)(6) 2015 patient reported by phone bloody mucoid drainage; ciprofloxacin dose was increased to 750mg twice a day (bid). On (B)(6) 2015 in ID clinic he reported ongoing though improved drainage and was instructed to continue ciprofloxacin. He was next seen (B)(6) 2015 and reported recent trauma to driveline with some bloody drainage. Site was re-cultured and grew moderate pseudomonas aeruginosa. He was instructed to continue ciprofloxacin and return for follow-up. No additional information was provided.